Event description:
Family member called in to report the seat on his parents commode split. Device used for both his mother and father. No injury. Device has been replaced.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9630-4, serial number/date code unknown is of an unknown age. The owner's manual part number 1148075, rev.b(jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event. The other end user is male, (B)(6), it was confirmed no injury. The malfunction has not been confirmed.